Event description:
It was reported before using the bd vacutainer® sst¿ ii advance plus blood collection tube there were air bubbles in the gel. There were no health consequences or impacts reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received 124 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for gel air bubbles was observed. Additionally, the customer samples along with 200 retention samples from bd inventory, were evaluated by visual examination and the issue of gel air bubbles was observed in both. This is a cosmetic defect which should not impact the efficacy of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.